Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-mar-26 regarding a patient receiving morphine (1.0mg/day at an unknown concentration) via an implanted infusion pump. It was reported that the patient didn't feel well, had achy legs, and had "bowel stuff" on (B)(6) 2020. The patient had their refill appointment on (B)(6) 2020 and it was discovered that the pump was empty. The patient did not get an alert stating the pump was empty and the patient was told the pump should have 2cc left at the appointment. The bolus dose was 1.398mg. No further complications were reported or anticipated.